Event description:
A family member reported the customer receiving alarms from with the insulin pump during battery changes. During the phone call with the helpline it was discovered that the insulin pump had several a117 and a121 alarms. The only significant events reported leading up to the alarms were battery changes. It was advised that the customer discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit alarmed unexpected restart after battery change due to faulty c13 ib. The insulin pump passed self test. There was no signal to low alarm noted. The insulin pump was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.